Manufacturer narrative:
Continuation of medical devices: 305u225 tissue valve implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.